Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due fluid loss. It was noted that the cylinders had holes, and the outer layer was peeled back. The dacron fiber weave was ingrown into the corpora. The ipp was explanted and replaced. No additional patient complications were reported.